Event description:
It was reported that during the routine change out of the device, undersensing of atrial fibrillation (af) was noted on atrial electrogram (egm). Mode switched occurred but unnecessary atrial pacing was demonstrated owing to undersensing. The patient¿s history indicated patient in persistent af, post operatively the device was reprogrammed to prevent unnecessary atrial pacing and conserve battery. The atrial lead remains in use. It was also noted that the device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. The device met 75% of expected longevity. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did (did not) perform as described in the field action. Concomitant products: 407652 implantable pacing leads (B)(6) 2009; 6947 implantable tachy lead (B)(6) 2009; 4076 implantable pacing lead (B)(6) 2009. (B)(4).